Event description:
It was reported the catheter was dislodged. It was stated that the catheter became dislodged somehow in 2011 and needed to be replaced. It was noted the patient had the impression that it ¿wasn¿t tied down secured very good originally.¿ it was stated it ¿dislodged, broke or something¿ but the patient did not know. The pump was used to deliver baclofen. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: 2010-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).